Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient attended clinic as their disease tremor had been evident for at least five weeks. The device was interrogated, which revealed the programmed amplitude and electrode configuration had been wiped for both left and right sides and changed to 0v. The pulse width had also changed from 60 to 90 and frequency from 130 to 160 hz. These were not the programmed parameters for this patient. The ins was still on, but the patient was not receiving treatment given the amplitude was 0 v. It was noted the programmer settings had been changed from "view and adjust" to just "view". The patient had recently traveled, moved apartments, and had some surgery, but the symptoms had started prior to either of these events. The patient estimated the issue started about 5-6 weeks ago. Electrode impedances were normal, but therapy impedances could not be derived given the amplitude was 0v. The patient was reprogrammed at near previous settings and would return the following week. It was unknown if the event had resolved. No further complications were reported.